Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker was in backup vvi mode. Programming changes were made. The patient was in stable condition.